Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted and replaced due to unknown reasons. This system is not expected to return. No additional adverse patient effects were reported.